Manufacturer narrative:
B3 date of event: event date estimated as (B)(6) 2026 as the event was reported to have occurred in (B)(6) 2026. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2022. It was noted that the implant had a slight gutter. The patient was discharged. At a routine follow up transesophageal echocardiography (tee), a device related thrombus (drt) was noted. The patient remained on eliquis at the time but could not tolerate due to bleeding so the dosage was decreased. The thrombus resolved and the patient was taken off eliquis. In (B)(6) 2026, the patient had another routine follow up tee and another drt was noted on the ridge side of the device toward the limbus. The patient was placed back on half dose of eliquis.

Manufacturer narrative:
B3 date of event: event date estimated as 02/01/2026 as the event was reported to have occurred in february 2026.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2022. It was noted that the implant had a slight gutter. The patient was discharged. At a routine follow up transesophageal echocardiography (tee), a device related thrombus (drt) was noted. The patient remained on eliquis at the time but could not tolerate due to bleeding so the dosage was decreased. The thrombus resolved and the patient was taken off eliquis. In (B)(6) 2026, the patient had another routine follow up tee and another drt was noted on the ridge side of the device toward the limbus. The patient was placed back on half dose of eliquis.